Manufacturer narrative:
(B)(4). Insulin pump powered up properly after battery installation. No blank display noted. The pump was received with case cracked behind the pump at the corner of the belt clip rails, partially broken reservoir tube lip, missing retainer and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to missing retainer. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. The pump was received without the original battery cap. Unable to verify battery cap damage.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose value was 300 mg/dl. Customer had insert battery and now the insulin pump had shutdown. Customer reported they received alert to replace battery and already placed 3 batteries. Customer was calling back with blank display after receiving new battery cap. Customer reported display was blank. Customer stated the display was blank less than 30 seconds and then returned. Customer stated battery cap was damaged and the metal piece came out also reported crack due to wear and tear on back of the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.